Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicm5_13.2, -6.00 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2018. The lens was later removed and exchanged with a shorter length lens due to observation of excessive vault. This exchange resolved the problem.

Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial with mositure on lens. There was debris on product. Visual inspection found no visible damage to lens and presence of debris on lens surface. Claim# (B)(4).